Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200229143 was opened for the device; correlation to the reported complaint could not be determined. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on syringe unit. He is report they had ran a pm test on unit & calibration test and unit pass everything steps. But when connect the unit to the 8015 unit he get error (B)(4) needs calibration he will have to run the pm test again and once complete if he gets same error then he has a logic board issue. Confirm part number for logic board & also gave customer level 1 & level 2 quote to send unit in for repair if refer to .